Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: customer responded on (B)(6) 2025 stating the additional devices received experienced the same issue of ¿needle retraction slow¿. They did not provide an event date. Event description: it was reported by customer that push button on iagbc is significantly delayed in retracting the needle, risking needle stick to the nurse. 21 jan: the event first occurred on january 7, 2025, however, it has occurred multiple times. No staff harm at this point however the potential is still there with the needle not retracting.

Manufacturer narrative:
Investigation results: the complaint of slow retraction could not be confirmed from the representative sample that was provided for investigation. A functional test of the sealed 22g insyte autoguard unit from lot #4127733 revealed no issues. The needle retracted within the specification limit. No delay was observed when the safety mechanism was activated. A visual examination of the complaint samples revealed no defects or abnormalities. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the reported issue could not be replicated, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.